Event description:
It was reported that a spectrum pump did not recognize a closed door. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the pump not recognizing a closed door, which was reproduced as a door not fully latched alarm. The messages were found to be caused by loose link screws. The screws were replaced.